Event description:
Legal counsel for the patient alleged the patient underwent a total hip arthroplasty on (B)(6) 2007. Subsequently, the patient was revised on (B)(6) 2011 due to alleged pain, discomfort, soreness, dysfunction, loss of range of motion, inflammation, damage to surrounding bone and tissue, loosening, metallosis, and lack of mobility. Further revision was performed (B)(6) 2012 allegedly due to infection. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2011 was due pain and elevated metal ion levels. The operative notes confirm that the modular head and taper adapter were removed and replaced. The revision that took place on (B)(6) 2012 was due to infection. The operative notes confirm that the modular head, liner, acetabular cup and femoral stem were removed and replaced with antibiotic molds. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected data. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 2 of 6 mdrs filed for the same event (reference 1825034-2013-01470 / 01475).

Event description:
Legal counsel for the patient alleged the patient underwent a total hip arthroplasty on (B)(6) 2007. Subsequently, the patient was revised on (B)(6) 2011, due to alleged pain, discomfort, soreness, dysfunction, loss of range of motion, inflammation, damage to surrounding bone and tissue, loosening, metallosis, and lack of mobility. An additional revision was performed (B)(6) 2012, allegedly due to infection. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 2 of 6 mdrs filed for this event (reference 1825034-2013-01470 / 01475). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.